Event description:
It was reported that there were 3 patients who all had their cases delayed while metal chucks were retrieved. Allegedly, not all the metal was removed and the patients' safety is compromised.

Manufacturer narrative:
Additional information will be provided once investigation is completed.